Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. Customer reported the infusion set cannula was bent. The customer reported that the blood glucose was elevated due to bent cannula. The device will not be returned for analysis.